Event description:
A decapper attached to the advia labcell automation system is not consistently placing sample tubes into the automation sample pucks. The samples are being dropped onto the advia labcell automation track at the rate of approximately 3 -4 samples per day. There are no known reports of operator and patient interventions or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the advia labcell, decapper and related log files and determined that the event is limited to a single decapper. The decapper gripper pads were replaced. Sample tubes are not being firmed secured in the automation puck and therefore the puck o-rings were replaced. The cause of the decapper dropping tubes is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00079 was filed on march 6, 2013. Additional information (08/02/2013): a siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. Gps sent the local siemens service team a camera to obtain video footage of the decapper module dropping the sample tubes. The video footage provided to gps depicts inadequate tube labeling, causing the labels to stick to the tube gripper fingers. There is no video footage showing an instrument malfunction causing the decapper module to drop the sample tubes. The cause of the dropped sample tubes from the decapper module is unknown. The decapper attached to the advia labcell automation system is performing according to specifications. No further evaluation of this device is required.